Event description:
It was reported that the technologist, (B)(6), received a shock and a burn on her hand when plugging in the mobilett xp hybrid system. According to the technologist's supervisor, (B)(6), the technologist was sent to the emergency room for examination. (B)(6) did not require any medical treatment but received some fluids in the ER. According to the supervisor, the unit is 9 years old and there is a lot of action with the power supply plug as the technologists plug and unplug the unit to move it around the facility. This puts a lot of stress on the plug and wears it out. The cable winch and the power supply plug were replaced by siemens local service engineer,(B)(4), and the system is fully functional.

Manufacturer narrative:
The provided photos showed that the power cable was damaged. According to the mobilett xp hybrid operator manual (spr8-230.621.01.02.02) chapter "functional and safety checks", power supply plug and power cable must be checked before plugging into electric socket. The system must not be used and the service should be called in for repair.